Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inplanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 37 months post stent graft implantation the patient's presented emergently with severe abdominal and back pain. It was reported that the patient had a type I endoleak which resulted in expansion of the aneurysm and a contained rupture. It was reported that during the initial implant of the iliac stent graft was placed higher than anticipated which resulted in a type I endoleak. The physician surgically removed the stent graft and performed and open surgical repair with a conventional graft. No additional clinical sequelae were reported and the patient is fine.